Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during setup for a procedure, the unit aspirated incorrectly. The scheduled procedure was completed.

Manufacturer narrative:
The customer reported to technical services, that the system did not aspirate properly prior to a procedure. The customer was contacted several times but there was no response from the customer. The service request (sr) was subsequently cancelled. There was no system service performed for this reported event. The system was manufactured on september 9, 2015. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. (B)(4).